Event description:
It was reported that there was an allegation of pacing abouve the lrl, threfore the patient went to the hospital and suffer a sever fall and internal bleeding. After this, a dislodgement was suspected. Patient had surgery and the right atrial (ra) was turned off for no sensing and inability to perform ra thresholds, device was also presenting overpacing issues. The patient was showing atrial tachycardia. Patient is currently in a comfort care for hospice. The device performance did not contribute to this patient being on hospice care.